Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred during a cranial tumor resection.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was an alleged inaccuracy of 15 cm or more while navigating with a non-medtronic microscope. The navigation system camera was able to track instruments without issue, and navigational accuracy with the passive planar probe was accurate. Technical services (ts) believed the microscope needed to be re-calibrated. Unlikely an issue with registration, due to the navigation system being able to accurately navigate other instruments. The manufacturing representative (rep) called back to report that he had figured out the issue: the site had two non-medtronic microscopes, and the wrong one was added to the equipment tab. The scope showed as connected and was navigating, but the wrong calibration file was used (different tracker sn). Once the correct scope (with correct tracker and calibration file) were added, navigation was accurate. There was less than an hour delay to the procedure. No impact on patient outcome.